Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal connector of the lead was extrinsically bent. The guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the guide tooth damaged and the connector pin bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead exhibited placement difficulty and the helix was blocked. The lead was removed and replaced. No patient complications have been reported as a result of this event.